Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Was user ever able to get jaws of device to open? ---no if so, how were device jaws opened? Was there any damage to tissue? ---no. The device was not clamped the target tissue. The analysis results found that the el5ml device was returned with the jaws closed, however once the trigger was squeezed, plastic to plastic the jaws returned to home position. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 13 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.